Manufacturer narrative:
The customer reported that their AED is flashing red and prompting an error of "AED error or warning; battery replace now warning". Troubleshooting of the AED with the customer identified that the AED pads were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. Advised to dispose of original battery pack (bp) which is not under warranty. Recommended he order replacement bp soon. As a follow up with the customer, the proper maintenance of this device was reviewed

Event description:
The customer reported that their AED is flashing red and prompting a battery replace now warning. They reported that this did not occur during patient use.